Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, inadequate capture threshold issue was observed on the lead. Lead was explanted and a new lead was implanted. New lead has good threshold capture value. Patient was stable.

Manufacturer narrative:
The reported field event of inadequate capture threshold was not confirmed in the laboratory. Analysis was normal. No anomalies were found.